Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted to treat walled-off pancreatic necrosis (wopn) during a cystogastrostomy procedure performed on (B)(6) 2016. On (B)(6) 2017, 61 days after the stent was implanted, the physician attempted to remove the axios stent during a planned stent removal procedure post-resolution of the patient's wopn. According to the complainant, the physician attempted to remove the stent using a snare and rat tooth forceps, but the stent could not be removed. The cause of the difficulty removing was unknown; however it was reported that there was possible tissue ingrowth. On (B)(6) 2017, the physician successfully removed the stent from the patient and confirmed that the difficulty removing the stent was due to tissue ingrowth. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable.